Event description:
Ambulance personnel were attending to a pt suffering from traumatic cardiac arrest. An attempt was made to defibrillate the pt. Allegedly the defibrillator would start to charge but would intermittently dump the energy before reaching full charge. The operator was able to successfully deliver 5 shocks to the pt, however the pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the clinician's assessment of the pt's viability and the ability of the operator to countershock the pt as necessary.

Manufacturer narrative:
Subsequent to submission of medwatch report, the customer made a decision to not repair the device. The unit was returned to the customer as received.